Event description:
Doctor initiated induction with mask and breathing circuit, using oral airway. When total relaxation and oxygenation achieved, intubation with 5.5 et tube completed. Upon connecting et tube to breathing circuit, inhalation hose "popped" off cannister connection. Doctor reconnected; immediately "popped" off again; rn assisting retrieved tubing and connected to same port. Immediately all present; 1 dr., 3 rns and 2 MRI technicians noticed the extensive edema of face, neck, chest, abdomen and scrotum. MRI aborted, et tube pulled, oral airway reinserted, ventilated with ambu bag, respiratory code initiated, patient transferred to pa recovery for immediate treatment. Transferred to ICU. Other equipment in use pulse oximeter.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated, absorber (co2). Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.